Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that no gas came out and a pco2 co2 failure occurred. As a results, an alternate device was employed. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.